Event description:
On (B)(6) 2014 inserted the product and when attempting to remove, the product was stuck.

Manufacturer narrative:
A lot history review (lhr) of reyf0359 showed no other similar product complaints from this lot number. The MFR has received the sample and will be evaluated. Results are expected soon.